Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device needed repair. There was no patient impact.

Manufacturer narrative:
Analysis found that the wave washers were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed by the manufacturer representative that the device was sent for annual preventative maintenance. There was no patient impact reported.